Manufacturer narrative:
(B)(4). During sample evaluation, functional testing confirmed the burnt part located on the j4 connector of the accomp board. Visual inspection did not reveal any problems, and the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause was due to the malfunction of the accomp board. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During regular maintenance of a homechoice device, a burnt part associated with the j4 connector on the accomp board was identified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.